Event description:
It was reported that the guide sheath of the single use aspiration needle moved when trying to extend the needle. It was confirmed that there was no error messages observed or that the rotatable sheath adjuster knob was not over-tightened or under-tightened. The issue was found during an endobronchial ultrasound with biopsies. The diagnostic procedure was completed using the same set of equipment but with procedural delay. Additionally, an unspecified device, ebus scope, was used in combination with the subject device. There were no reports of patient harm, injury or death.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.